Manufacturer narrative:
Vyaire file identification: (B)(4). Third party service technician evaluated the ventilator and tested with a known good ac adapter and known good patient circuit connected. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. The root cause of failure is unable to verify/duplicate. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their ltv 1150 ventilator is delivering breathes when not triggered. Patient involvement is unknown at this time.